Event description:
It was reported that the trial patient had an infection and the event took place 2 days ago. The patient was told that a manufacturer representative would help them and they had not heard back from anyone. It was noted that the openings on the patient¿s incisions were pussing and the incisions were wide open. The puss was pouring out of the incision and the patient was changing the dressings every 2 hours. It was reported that the patient was concerned that they might be allergic to the adhesive used and their health care provider (hcp) was prescribing oral antibiotics. The patient had no fever and the bandage was tearing their skin off and they were worried about further infection. It was noted that the patient wanted to know what to do with the dressing. The patient had a similar reaction with previous surgeries when the adhesive was used and they had a staph infection in the past. It was reported that the patient was told that the manufacturer representative would call once a day but they had not heard from them.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ku57, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered and the onset date or diagnosis of the infection was possibly on (B)(6) 2014. The patient did not have meningitis. It was noted that the patient had redness and drainage on (B)(6) 2014. The primary location of the infection was the device pocket and the lead track. It was stated that a culture was obtained from the device pocket and the type of organism cultured was staphylococcus aureus. The treatment used for the infection was incision and drainage and oral antibiotics. It was reported that the infection was with the patient's stage 1. The patient outcome was ongoing and there was no drug withdrawal. It was noted that the patient had cancer as a risk factor before implantation of the device. It was possible that the patient had an allergic reaction to the surgical glue.